Manufacturer narrative:
Manufacturing review: a lot history review was performed. This is the only complaint to date for this lot number. Therefore, a device history record review is not required. Investigation summary: the device was not returned for evaluation. Medical records were provided and reviewed. Approximately six months and twenty two days post filter deployment, filter retrieval was attempted for the patient considering the decreased risk of deep vein thrombosis. Access was gained to the inferior vena cava by way of a right jugular stick. Inferior vena cava filter was noted within the inferior vena cava and was rather prominently angled toward the right. Subsequently serial dilatation was performed, and the inferior vena cava removal device inserted. The inferior vena cava filter was angled within the inferior vena cava with its tip embedded in the right caval wall appearing intimalized. With the tip having an intimal hood over the top of it, it could not to be grasped with the retrieval device and the filter was not removed. Seven years later a computed tomography (CT) of the lumbar spine non contrast was performed for the patient with low back pain, which revealed that the paravertebral soft tissues showed an inferior vena cava filter in place with multiple limbs of the filter penetrating through the wall of the cava. One of these limbs extended posterior to the abdominal aorta. X-ray of abdomen obstruction series 2 views showed that vena cava filter was at l3 level. Therefore, the investigation is confirmed for filter tilt, filter migration, retrieval difficulties and perforation of the ivc. Per medical records, attempts were made to engage the apex of the filter using retrieval device but were unsuccessful due to filter tilt. This could have contributed to the retrieval difficulties. However, the definitive root cause is unknown. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported through the litigation process that a vena cava filter was placed in a patient after being diagnosed with deep vein thrombosis/pulmonary embolism. At some time post filter deployment, it was alleged that filter tilted and embedded in wall of the inferior vena cava and several struts perforated the inferior vena cava wall. The device has not been removed after an attempted but unsuccessful percutaneous removal procedure the current status of the patient is unknown.